Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had system high temperature alarm occurred and the anti-pulsation stopped while the patient was using the equipment. No harm was caused to the patient.

Manufacturer narrative:
Updated fields: b4, d9, e1 (event site city), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields: d10, e3. Due to character limitation in block e1: event site telephone: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The device was repaired as part of a high temperature recall action. Two internal cooling fans were replaced, and the following parts were added: cable tie thermal pad, heatsink 1 compressor, heatsink 2 compressor. The performance and operation tests were normal. After communicating with the customer, the high temperature alarm was eliminated, and the equipment was operating normally.